Event description:
It was reported that the user experienced a low blood glucose after announcing a late breakfast and later eating without announcing, which led to hyperglycemia to 271 mg/dl without symptoms. A subsequent correction resulted in hypoglycemia to 57 mg/dl without symptoms, and the user was advised to perform a factory reset due to meal announcements occurring less than the recommended frequency. Symptoms included asymptomatic hyperglycemia and asymptomatic hypoglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of use history, user report, meal announcement patterns, and device troubleshooting and education. Investigation of this case revealed user-related missed meal announcements leading to insulin dosing mismatches; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcements.